Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing impedance out of range (oor) measurements on the non-boston scientific right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. No noise was observed. Reprogramming options were recommended and continue to monitor. Currently, this product remains in service and no adverse patient effects were reported.